Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate pain relief due to lead migration which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned as it was kept by the medical facility.